Event description:
It was reported a patient experienced and was hospitalized for 4 days for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. At the time of this report, the patient had not recovered from the event. The cause of the peritonitis was unknown. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot h13e19012 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Exception summary was reviewed for this batch. An exception was noted for the batch but does not indicate any issues related to the complaint. A review of all batch record documents was performed for potentially associated lots h13g09092 and h13c10024 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Exception summary was reviewed for this batch with no exceptions were noted for the batch. This report references the same patient as (B)(4).